Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 1/2/2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2024, the patient experienced hypoglycemia due to a failure to alert. Around 03:00 am the patient´s wife was checking on their baby when they noted something was wrong and that the patient lost consciousness. An ambulance was called, and the patient was treated with sugar water and syrup. The patient recovered after treatment and around 04:30am the patient was stable. The patient was not brought to the hospital. The patient´s wife denied having heard an alert for a low cgm reading. There was no documentation of further medical intervention. At the time of the report the patient was fine. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled, and his low alert was set to 4.0 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. Data investigation shows that at 1:14 am on (B)(6) 2024, the patient's estimated glucose values dropped below the low alert threshold and the system delivered an urgent low soon alert at partial volume with an estimated glucose value (egv) of 3.9 mmol/l. At 1:19 am, the system delivered a second urgent low soon alert, this time at half volume, with an egv of 3.7 mmol/l. At 1:24 am, the system delivered a third urgent low soon alert, this time at full volume, with an egv of 3.4 mmol/l. The system delivered another urgent low soon alert at full volume at 1:29 am with an egv of 3.2 mmol/l. At 1:34 am, the patient's egvs dropped below the urgent low alert threshold and the system delivered an urgent low alert at partial with an egv of 2.9 mmol/l. At 1:39 am, the system delivered a second urgent low alert, this time at half volume, with an egv of 2.8 mmol/l. At 1:44 am, the system delivered a third urgent low alert, this time at full volume, with an egv of 2.6 mmol/l. The system continued to deliver urgent low alerts at full volume every five minutes until 2:24 am, after which the patient's egvs rose above the urgent low alert threshold. At 2:29 am, the system delivered a low alert at partial volume with an egv of 3.2 mmol/l. This alert was acknowledged a couple minutes later. The patient's egvs crossed back into target range at 2:49 am with an egv of 5.3 mmol/l and continued to rise thereafter. Data investigation shows the system performed as intended and delivered all intended audible and visual alerts on or around the alleged date of incident on (B)(6) 2024. In addition, no similar issues which could have prevented glucose alerts from triggering were found around the date of incident. Although no alert/notification settings issue or similar issue was found during investigation, dexcom is unable to confirm that sound from the patient¿s smart device was delivered and perceived by the user at an audible amplitude on the date of issue. Therefore, dexcom is classifying this event as meeting criteria for reporting. The complaint of alert/notification settings issue is undetermined, and the root cause of the alleged event could not be determined. No additional patient or event information is available.